Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the right ventricular as well as in the far field channel. Besides that, the data showed no anomalies. Based on the available information the root cause of the noise could not be conclusively determined. However, the integrity of the lead cannot be assured. There was no indication of an ICD malfunction.

Event description:
After an implantation period of approximately 77 months, it was reported that oversensing in the ventricle channel was detected. The lead remains active in the patient. The physicians are evaluation how to proceed.

Manufacturer narrative:
Combination product: yes. The lead was received for analysis. Explant date is currently unknown. Upon receipt, the lead under complaint was received for analysis. The ICD was not returned. The lead was cut 25.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was on the distal fragment. Additional cuts into the insulation were found. The above-mentioned cuts probably occurred during the extraction procedure. The insulation was found abraded through 23 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the insulation damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The quality documents accompanying the manufacturing process for the lead and the ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.